Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting stimulation in target area. High impedances were noted. The physician believed that the lead may have fractured during the non device related fall. The patient underwent a revision procedure wherein the lead was cut from where fracture was and the remaining part of the lead was left inside the patient's body. The patient was doing well postoperatively.